Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the needle came out during the administration of the depot injection in a patient. There was patient involvement and unknown human harm. No further information regarding this event is available.